Event description:
The patient had si joint arthrodesis in (B)(6) 2024 where three implants were installed. The surgeon reported that CT shows implants are safe and in the correct position. The patient developed a hematoma post-op. The implants did not malfunction. The adverse event was due to the surgical procedure. Analysis by medical affairs: the patient had a post-operative hematoma. The patient had an angiogram and did receive a coil to treat a small bleeder. The hematoma was drained percutaneously. The hematoma is currently 50% of the original size. The patient is stable with some pain.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the bleeding is the surgical procedure. A hematoma was identified and a coil was placed.